Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg), right atrial (ra) and right ventricular (rv) leads were extracted due to a pocket infection. Cultures were taken and antibiotic treatment was necessary. It was noted the patient also has an infection on an abdominal wound. No further patient complications have been reported as a result of this event.